Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6), 2009. The initial procedure was completed without complications and the patient's condition at the conclusion of the procedure was reported to be "stable." According to the complainant, post procedure, the patient presented with gushing urine leakage, which the physician determined to be bladder spasms. The patient was prescribed vesicare (dosage and duration unknown). It was reported that the vagina was well healed and the urethra looked well supported. On (B)(6), 2009, the patient was diagnosed with recurring urinary tract infections. On (B)(6), 2009, the patient presented with urine leakage again. The patient was prescribed oxybutynin (dosage and duration unknown). On (B)(6), 2009, the patient reported to be feeling the mesh in the vagina and presented with pain. The physician then confirmed mesh erosion on the patient's right side. On (B)(6), 2009, the eroded mesh on the right was excised. This procedure was completed without complications and the patient was stable post procedure. The physician reported he had not seen the patient since the excision procedure. The patient's current condition is unknown.